Manufacturer narrative:
Follow-up # 1 (06/17/2013)-device evaluation: the meter and test strips involved with this complaint have been returned and evaluated by lifescan product analysis on 06/15/2013 and 05/23/2013 respectively with the following findings: the error could not be reproduced on the meter. The test strips were also tested and the primary complaint, error 4 was confirmed. Test strips were found to have high control solution reading as a secondary issue, but it is not related to the primary complaint. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.device returned to mfg date: meter on 05/03/2013 and test strips on 04/24/2013.

Event description:
On (B)(6) 2013, the reporter contacted lifescan (B)(4), alleging error 4. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The lfs product(s) has been requested for return to lifescan for evaluation. If the subject product is returned, an evaluation will be completed and the findings will be submitted in a supplemental report.